Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the red screen and lec 46184 error. The cause of the issue was the lcd potentiometer (pot) being out of calibration. The lcd pot was calibrated to fix the issue.

Event description:
The device as returned because it was reported that there was a red screen and lec 46184 during testing. The results of the investigation confirmed the reported error. There was no patient involvement.